Event description:
It was reported via repair work order that the jacks would not lower all the way. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion - it was reported that the stretcher would not lower completely. However, upon inspection by the stryker medical field service representative no defect was found. The stretcher had a riser kit previously installed which prevents the stretcher from lowering below 31¿, the normal minimum height for this model of stretcher with the riser kit installed. The customer will be returning the stretcher as the current model does not fit their needs.

Manufacturer narrative:
Conclusion: sales rep will take care of. Wrong stretcher shipped.

Event description:
It was reported via repair work order that the jacks would not lower all the way. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.